Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer¿s current blood glucose value was 300 mg/dl. The customer also mentioned other blood glucose values such as 200 mg/dl, 800 mg/dl, 300 mg/dl, and 400 mg/dl. The customer did experience symptoms such as nausea. The customer treated high blood glucose with manual injections and went into emergency room. The customer changed infusion set 2 to 3 times. The auto mode feature was not active at time of high blood glucose event. The customer did not allege under delivery on insulin pump. The insulin pump will not be returned for analysis.